Event description:
Hcp reported pt presented with signs of an infection of the device pocket. This includes swelling, redness of the parietal incision. Dultures were obtained and moderate growth propichibacterium aches, light growth pseudomonas aergenosa, staphylococcus aureus were the organisms cultured. The pt was treated with antibiotic therapy and total device system explant. The device was returned to the MFR for analysis.